Event description:
It was reported that the patient had a hollister incorporated horizontal tube attachment device (htad) securing a duraheart driveline to the patient's skin. The hospital indicated that the htad is changed approximately once a week although the duraheart driveline may remain in place for up to 3 years. The duraheart driveline is coated in silicone and when the doctor was removing the driveline tubing from the htad, the silicone around the driveline was cut. The doctor placed tape around the driveline to protect the internal wires. The doctor has stated that this has happened approximately 10 times in the past but no additional information could be provided. The IFU for the htad indicates that the device is for tubes in the french size range of 5-40. It cannot be determined what size the duraheart driveline was. There was no adverse effect to the patient's health. The doctor uses the htad without problems on the evaheart drivelines which are covered in a fabric like material.

Manufacturer narrative:
It can not be determined if the duraheart driveline was within the tube size requirements (french sizes 5-40) of the htad device.